Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer found moisture in the screen of his insulin pump. The customer has a blood glucose level was not recorded. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had moisture damage noted on lcd board. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.